Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an unspecified peripheral intervention, tip detachment occurred the target lesion was located in the non-calcified and non-tortuous right peroneal artery. A 300cm v-14 controlwire guide wire was advanced but the proximal hydrophilic tip of the wire broke off. No intervention was done to retrieve the detached tip. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.